Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads upn: (B)(4). Model: sc-2317-70 serial:(B)(4). Batch: 5072045.

Event description:
It was reported that one of patients percutaneous leads had pulled down two vertebral bodies, and was not having stimulation in areas needed and was able to reprogrammed. The patient underwent leads replacement procedure and was doing well postoperatively. The explanted leads will not be returned.